Event description:
A hemodialysis user facility reported, "blood tubing separated form where it attaches to the venous drip chamber, 15 minutes into tx. Blood was noticed from the top of the venous chamber, upon investigation, it was noticed that half of tubing was no longer attached to the inside of venous drip chamber." The facility was contacted for additional information. The rn stated that the ebl was 50 ml. Also that the separation occurred at the joint where the tubing meets the drip chamber. It was also learned that no adverse effect was exhibited by patient. This patient was reset up with a new dialysis treatment set and the therapy resumed without incident. The tubing was kept for evaluation. Verified lot and product numbers. The dialysis therapy was completed as ordered and the patient was discharged to home once completed.